Event description:
It was reported that despite delivering multiple boluses, the patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (abdomen); upon removal, the cannula also appeared bent. Large ketones were present as well.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The device was received with the distal tip of the soft cannula inside of the needle well. The exposed portion of the soft cannula was found to be bent. Fluid was able to flow through the entire fluid path despite the bend in the soft cannula and no leaks were observed. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The soft cannula measured the correct full length according to specification. No damage or deficiencies were observed from the needle mechanism that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Cracks were found on the top and bottom housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.